Event description:
It is reported that the blue plastic cracked on the femoral impactor/extractor while impacting implant.

Manufacturer narrative:
Evaluation summary: the pad has a piece fractured off the middle of the device. The fractured piece was not returned for review. The contact surfaces of the device exhibit marks and deformation damage from use. The position of device and angle of impaction when the fracture occurred are unknown. The pad is designed to be replaceable and is designed to fail prior to damaging implants the cause for the fracture damage appears to be normal wear and tear from use. The t-slot on the proximal end of the returned mis impactor/extractor shows deformation damage from multiple uses and is no longer functional. The device has a mfg date of june 30, 2008, giving the device a potential field age of approximately three years. Evaluation: the device meets specifications as measured. The device history records for the device were reviewed and were found to be conforming; indicating the device was mfg, inspected and packaged to specifications. Based on a review of the device the cause for the fracture appears to be normal wear and tear from repeated uses; however, the exact cause cannot be determined.